Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a critical pump error. The customer¿s blood glucose level was unknown. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. Per visual inspection there were traces of corrosion on the electronic board assembly particularly around the battery connectors.